Event description:
A patient had lost all stimulation/therapeutic effect in regards to their device, and was admitted to a hospital for pain management. The issue occurred suddenly while the patient was walking. The patient tried to increase their stimulation. It was noted that the stimulation was turned on, and the device was less than half charged. The patient had a deep tissue massage about a week prior to (B)(6) 2010. Following the massage, each day she had had increased pain and discomfort. Pain had occurred at the location of the implanted neuro stimulator and leads. A company representative noted that the patient seemed to be in more pain from the loss of therapy, then from any shocking or jolting sensation. Impedance was checked at .7 and 1.5 volts, and all pairs were determined to be within range of 2000 to 3600 ohms. Amplitude was adjusted to 10.0 volts, and the patient still did not feel stimulation. Reprogramming was attempted, but no improvement was seen. The patient was normally at a setting of 1.0 to 2.0 volts, with a guarded cathode on each side of the lead. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).